Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by a consumer that a patient had a device for bladder and sometimes the stim would be turned off when the patient would go through theft detectors. The consumer who reported this event did not have any further information regarding the patient/situation and there were no further complications reported/anticipated.